Event description:
The customer had received an alarm on the pump and the customer mentioned that they were hospitalized for symptoms of dka a few months ago. The customer was treated with manual injections while they were hospitalized. The customer's blood sugar level began to stablize immediately and was released the next day. The customer stated that they did not call the helpline because they did not feel the cause of dka was the pump. Also, the customer considered that their insulin had become denatured.